Manufacturer narrative:
The insulin pump received with no up arrow button response due to corroded keypad traces. No button error alarm during testing. Device was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and alarm could not be cleared. The customer did not recall any significant events leading to the alarm. The customer was advised to remove the battery for 30 minutes but customer stated that when reinserting it, the alarm occurred again. Blood glucose value was 215 mg/dl. The insulin pump was replaced and returned for analysis.